Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a conclusive cause for the pericardial effusion. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a pericardial effusion and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that the transseptal puncture was challenging due to a rotated heart. A steerable guide catheter (sgc) was advanced to the mitral valve, and two clips were deployed. The sgc was removed and a pericardial effusion (pe) was observed. The pe was successfully treated with pericardiocentesis. The physician stated that the pe was during the transseptal puncture; however this could not be confirmed. Two clips were implanted, reducing mr to <1. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.